Event description:
While atempting to advance a coronary stent with delivery system to the target lesion site in the pt's right coronary artery, non specific technical difficulties were reported, possibly due to the pt's anatomy, which thwarted the proper placement of the stent. In a further attempt to position the device at the target lesion, the sheath was prematurely retracted. As a result, the stent became dislodged from the balloon catheter and embolized within the coronary circulation. Subsequently, a snare device was utilized in an unsuccessful attempt to retrieve the embolized stent. The pt was subsequently sent for urgent coronary revascularization surgery at which time the stent was successfully removed from the pt's body. There were no add'l complications reported relative to this event.